Event description:
A malfunction alarm identified as malf 12 was reported, but there were no notable events leading up to it. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer received information from technical support on how to reset the pump, resolved the issue without further recurrence, and was advised to call back if the problem reappeared.